Event description:
It was reported implant mobility present, tender to touch area and erythema present. Implant at tooth site 21 was removed. Noted Inflammation.

Manufacturer narrative:
ZimVie Complaint Number (b)(4).A4: Patient Weight unknown / not provided